Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the programmer had an error during boot-up, and after power cycling, the programmer wouldn't display anything. The caller was advised to unplug the programmer from the electrical source and remove the battery. After plugging everything back in, the programmer functioned appropriately. The programmer is expected to be returned. There was no patient involvement.